Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason, on unknown date, and with unknown blood glucose level. Customer stated that he had lost her insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Additional information related hospitalization has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported customer was not admitted to hospital for diabetes related issue and insulin pump was not in use at the time of high blood glucose reported event and level was 490 mg/dl.